Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that 4 years ago, the pump ran out of drugs and patient had pain; "it ran out and we didn't know that he was completely out until we went to the doctor and he was a week late on it." They did hear alarms however patient thought he heard the beeping but he was hard of hearing and wasn't sure and he thought it was a cell phone." Drugs in the pump at the time were not reported.